Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic biliary stone quarrying using the subject device, the following event occurred. The operator became unable to inflate and deflate the balloon. The intended procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The balloon was torn. No missing area was observed in the torn balloon. No abnormalities such as buckling were detected in the insertion portion. Upon air insufflation, air discharge was confirmed from the balloon air supply port at the end o of the tube. No clogging was confirmed in the tube. No abnormalities such as deformation were detected in the stopcock and the premeasured syringe. The manufacturing record was reviewed and found no irregularities. The reported phenomenon could not be replicated. No abnormalities that could lead to the reported phenomenon could not be confirmed. Therefore, the root cause could not be determined. Although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary. When an attempt was made to withdraw the balloon that could no longer deflect, a load beyond the resistance strength might have been applied to the balloon. This might have caused the tear in the balloon. However, the root cause could not be determined. The above device handling has warned in the instruction manual.